Event description:
It was reported that the pump¿s touchscreen was unresponsive on the lower half of the display where the device is unlocked, and functionality returned after the user restarted the pump via the ilet mobile application. Symptoms included temporary inability to operate the device via the lower portion of the screen. Outcomes included restoration of normal screen function after restart with no alerts, alarms, or clinical harm reported. Investigation included customer troubleshooting and education with a guided restart. Investigation of this case revealed a transient user interface malfunction localized to the touchscreen input area, which resolved with reboot and was consistent with a recoverable software or interface anomaly. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible touchscreen responsiveness issue that resolved with device restart.